Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc specialist recommended a bleach clean as it was performed two weeks prior to the date of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed bleach clean on the integrated multi-sensor technology (imt) system, reseated the salt bridge tubing and styletted the ports on the tower. The cse performed imt calibration, which passed. The customer ran quality controls, which were within range. A siemens headquarter support center (hsc) reviewed the instrument data and no instrument related issues were observed. The hsc concluded that the event may be related to the sample and sample handling. The cause of the discordant, falsely depressed na, k and cl results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher on both repeats. The corrected results obtained on second repeat were reported to the physician(s). Additional discordant, na and cl results were discovered in review of the instrument files for two patient samples. The samples were repeated on the same instrument, resulting higher than the initial results. It is unknown if any of these results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and cl results.